Event description:
It was reported that pump had declining battery life and shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support and no corrective actions or additional information were obtained.